Event description:
A nurse was transporting a patient who needed IV therapy. She was holding the IV pole below a mounted IV pump controller. During transit, the pump slipped down and pinched her hand. There is no mechanism to prevent the pole clamp assembly from sliding down the pole, nor controls to ensure the clinician tightens the clamp appropriately to prevent sliding. Inadequate tightening at an angle could result in this situation.